Event description:
Excessive bubbling noted in the water seal chamber. Fluid was also noted on floor, under drain. All suction tubing and suction unit were changed. Chest tube connectors checked. No effect. New pleura vacuum placed.